Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
According to the hardware error log, the battery had reached the end of its life. Consequently, the field service engineer replaced it with a new dfm100 lithium ion battery for india (989803206781). No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was due to the battery reaching the end of its life. The reported problem was confirmed.